Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a myomectomy procedure, the blade of device had been broken inside patient's abdomen. He was removing a big mass of tumor and dissecting when the blade was broken from the jaw. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.